Manufacturer narrative:
(B)(4). Carefusion technical support advised the customer to re-calibrate the unit, then allow it to run for 24 hours to see if the transducers drift again. The customer stated that they will try the recommendations, and if successful, they will use the unit, if not, they will set it aside until further instruction.

Event description:
The customer reported ext high p peak, circuit occlusion on one of their units. The incident occurred during preparation to use.